Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During testing, the e-100 led turned red when firing the test instrument. Fse replaced the e-100 generator as a preventive measure. After replacement, the system and the new generator was tested and verified as ready for use. Isi received the replaced e-100 generator involved with this complaint and completed the device evaluation. Failure analysis of the generator with an in-house system found no functional issue. The customer reported issue was unable to be reproduced. During testing, the iesu was able to recognize the test synchroseal instrument. The foot pedals were energized and the instrument functioned properly for the cut and cautery functions. Verification via system logs confirms the occurrence of multiple procedures on the reported event date (B)(6) 2022 using system (B)(4). A review of the site's complaint history shows additional complaints related to this product that resulted with the e-100 generator being replaced during the procedure. The report submitted under patient identifier (B)(6) represents a generator issue during a gastric bypass (roux-en-y) procedure (this report) and the report under patient identifier (B)(6) represents the same issue during a sleeve gastrectomy procedure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer used another generator after the start of the procedure due to a persistent issue with the e-100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer experienced issues with the e-100 led's turning red when trying to use the vessel sealer instrument. The surgeon was manipulating tissue at the time of the issue and energy activation wasn't being applied. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the erbe had to be used as backup as the e-100 generator would not function as intended. When the customer powered on the e-100, the led illuminated red then turned normal blue and while as they were using the vessel sealer instrument, the instrument status turned red when not in use. User decided to stop using the e-100 and continue the procedure using the erbe to complete the procedure. The procedure was completed with no injury to the patient. The procedure was completing as planned with no reported injury.